Manufacturer narrative:
Batch review performed on 27 november 2020: lot 1907434: (B)(4) items manufactured and released on 2-oct-2019. Expiration date: 2024-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Clinical evaluation revision surgery performed few weeks after primary total hip arthroplasty. The reason for revision is an early infection, a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Visual inspection: visual inspection performed on 16th december 2020. The liner had some signs and sketches; from the analyzed pieces, their signs are probably due to the presence of a third body, even if there was not any remind of presece of it. Anyway, from the received parts and information, it is not possible to determine with certainty the root cause of the event. Other devices involved in the event: stem: quadra-c 01.12.055 cemented, mirror polishing lat stem size 5 12/14 lot. 1900129 (k083558) batch review performed on 27 november 2020: lot 1900129: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 1910898 (k112115): batch review performed on 27 november 2020: lot 1907434: (B)(4) items manufactured and released on 30-apr-2020. Expiration date: 2025-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
Revision surgery 1 month after primary for hip infection. The surgeon revised successfully the stem, head and liner.